Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter did not actuate at all and priming test failure occurred during a test. The surgery was completed after replacing the product with another one. There was no patient harm reported.

Manufacturer narrative:
One opened probe was received with no tip protector, in a tray with other items, for the report. The returned sample was visually inspected and found to be non-conforming with the needle severely bent at the stiffener and orange/brown foreign material on port face and needle. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for aspiration and was non-conforming for actuation. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard pictures. The inner cutter was detached from the coupling. The adhesive bond fillet was non-conforming and no adhesive was observed to be present on the inner cutter. Inner cutter is severely bent and gouge marks were observed at a couple locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not indicate that the probe had an aspiration failure, therefore, the reported priming test failure was not confirmed. The evaluation confirmed that the probe had an actuation failure. The aspiration function of the probe was conforming, however, the observed actuation failure could have caused the cutter to stay in the port of the needle long enough to obstruct aspiration flow at the time the reported event was observed. The most likely cause for the actuation failure, as well as the inner cutter detachment, is from the severely bent needle. A bent needle can impede the movement of the cutter shaft. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. The reported priming failure was not confirmed and an exact root cause for the bent needle was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).